Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from saol therapeutics regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was spasticity of the legs. It was reported the patient went into septic shock and was put on life support with 2 blood pressure meds, a breathing tube, and went unconscious most of the day. It was noted the patient's medications list shows the patient was on 550.05 micrograms as of (B)(6) 2018. On (B)(6) 2018 the patient was hospitalized and was on 550 micrograms when the patient went into the hospital. The reporter thinks on (B)(6) 2018 it was reduced to the "lowest possible dose". Sometime between (B)(6) 2018 and "a few days ago" it was increased to 400 micrograms. One of the reasons was because of a kidney stone. The patient had a blocked ureter which lead to a huge infection. The baclofen pump continued to emit its dose and no one knew how to stop it so the patient went into multiple organ failure. It was noted the patient was dying. The patient's kidneys were not filtering out the baclofen. It was reported "this was over a week ago". The patient's wife called the doctor who prescribed the pump and the person on call knew nothing about baclofen pumps so she called the office on monday and spoke to the office who provided her the reps contact information. The pump rep came to the hospital within the hour and turned down the dose with her computer. Before they were able to fix the pump, the patient's wife reported the patient had received 48 hours of baclofen without it being cleared from the patient's kidneys. It was noted "the doctor felt this was the cause for lethargy from the overdose of baclofen."